Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all patients and all orders were not crossing to 2 stations. A technical support specialist (tss) logged into stations ER and mct and observed that no icons were present. The tss contacted the customer, who confirmed that the issue had resolved on both stations. The customer also mentioned that hospital it team had not made any changes to fix the problem. The system functioned as intended.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all patients and all orders were not crossing to 2 stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.